Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected.

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer also reported past adverse event. The customer is concerned with test results from results obtained of hi, 382, 209, 331 and 171 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 - 117 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2019, he had called the paramedics due to high results obtained using the meter and feeling tired. Customer had been taken to the hospital emergency room. Customer stated his blood glucose test result upon arrival at the hospital was 33 mg/dl; customer stated that 2-3 hours before that, he had obtained a blood glucose test result using the meter of 209 mg/dl. The customer was diagnosed with hypoglycemia and was given sugar water to raise his blood glucose. No hcp recommended changes were made to the customer's medical treatment plan. During the call, a blood test was performed by the customer fasting and produced test result of 515 mg/dl using meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 10/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).